Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2 edta 5.4mg there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "during use of the tube, the tube was found to have a low or no draw issue." Additional information received 2021-03-17: "after visiting the patient, blood return had been seen in the sphenoidal needle ; however, there was no bleeding after the connection of the tube and the adjustment of the needle was still ineffective. The blood collection was successful after the replacement of the tube.